Event description:
It was reported that the patient experienced severe pain, discomfort, superficial swelling and scarring, and irritation caused by the position of the anchors at the anchor site. The patient was administered medication and underwent a revision procedure where the anchors were repositioned. A culture was taken but the result is unknown. The patient is doing well post-operatively.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 27370067.